Event description:
Two discordant, falsely elevated, calcium (ca_2) results were obtained on an advia 1800 instrument. The discordant results were not reported to physician(s). The samples were rerun to obtain the corrected results, and the corrected results were reported to physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated ca_2.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia 1800 instrument. The fse ran qc, which was out of range for multiple assays. The fse replaced worn seals in the srwp and rebuilt the dip, dop, and dcp. The system is performing within specifications. No further evaluation of the device is required.